Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2026 no product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.